Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported error post timer/24v failure. (E/c 1014).the device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 08oct2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error post timer/24v failure. (E/c 1014). The device was not in use at the time of the reported event; therefore, there was no patient involvement.